Manufacturer narrative:
Clarification to device MFR date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event in the left eye described as "after implanted did not see any flow. 10-0 threading which allowed flow right after." Patient looked good on post-op day 1. Device remains implanted.